Event description:
It was reported the powerseal curved jaw sealer and divider had a jaw that was not opening and a cutting blade that was not retracting, was sticking out, and bent. The event occurred near the end of a therapeutic total laparoscopic hysterectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm or procedure delay.

Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. D9: additional information. G1: correction. H2: additional information, device evaluation, correction. H3: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of the cutter section. The cause of the component failure could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 18.8 tissue dissection caution. If the cut blade does not retract after releasing the cut trigger, release the lever to manually return the cut blade. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.